Event description:
Caller reported aviva blood glucose results of 399 mg/dl, 263 mg/dl, and 127 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. No strips left for return, customer will return empty vial. Replacement sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.